Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarm noted. The unit was received in with a scratched window, cracked reservoir tube lip, cracked battery tube threads and scratched casing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported that her daughter was receiving no delivery alarms. The mother stated that she had already changed the infusion set three times but her daughter still had high blood glucose. The mother stated she did not notice a bent needle. The mother also reported that her daughter was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 318 mg/dl. The daughter was treated with fluids and an IV drip. The mother was also assisted with performing a 5 unit fixed prime. The mother stated insulin was able to exit from the insulin pump. No additional information provided.